Event description:
It was reported that after a removal of the colon bowl procedure, patient readmitted one week after surgery for new surgery (B)(6) 2013, due to bleeding from staples line. Device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
During the first surgery, there was not anything unusual noticed. Reportedly, the device was assembled correctly and used according to the product insert. The surgeon stated that there were no obstacles between the jaws of the device, such as clips, stents, guide wires. The tissue thickness was appropriated for the cartridge selection. It was used on the terminal ileum and rectosigmoid eum. The anastomosis was done isoperistaltic-antimesenteric. The patient did not have a history of radiation or chemotherapy or any relevant history of surgical treatments. The surgeon has been using this device for this procedure for at least for 8 years. The bleeding was seen the first 24 hours after surgery. The post op hgb.6.2 the anastomose was inspected and found ok. The patient has recovered.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.

Manufacturer narrative:
(B)(4).